Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. A "little force" was reportedly applied to remove the device. The clip from the starclose se device achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the device was fully clip deployed. The thumb advance had been retraced as far proximal as possible. The external and internal components were in the correct post deployment and retracted position and undamaged with the exception of the vessel locator wings. The vessel locator wings were broken at the distal retraining ring but still attached to the device at the proximal retaining ring and pusher body bond. All of the vessel locator components were returned. There was no other damage or abnormalities detected. The broken vessel locator wings are consistent with a difficult to remove device. The unlocked and retracted thumb advancer is also consistent with the steps in the IFU and training guide for resistance met upon removal. Therefore the reported experienced is confirmed. The most probable root cause for the broken locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in breakage of the locator wings and subsequently contributing to difficult device removal. No mfg or quality inspection issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.